Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that in (B)(6) 2019, the patient fell, had a couple of surgeries, and was in a nursing home to recover. The patient noted that she had a blood clot on her lungs and went to the emergency room and the was in intensive care and then they sent her back to the nursing home for 6 months. The patient is now home and moving around again and would like to use her spinal cord stimulation; however, she had misplaced her recharger, and was unsure if she was going to be able to find it. The implantable neurostimulator was confirmed to have been off for the 7 months (since october 2019). The patient noted that she has not attempted to connect to her implantable neurostimulator, but she was asking to meet with a manufacturer representative who can help her charge her implantable neurostimulator. The patient was going to continue to look for her recharger and was redirected to follow-up with her health care professional. There were no patient symptoms or complications reported. Additional information was reported that the patient is currently waiting for their insurance approval to have a manufacturer representative (rep) meet them in office to try to re-start their ins. The issue has not been resolved yet. Additional information received from the manufacturing representative indicated that they are meeting with the patient on (B)(6) 2020 to attempt to reset the ins. They noted that the ins is nearing 9 years old and needs replacing soon. Additional information was reported that the patient has a planned ins replacement, but the date is not known yet.